Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: received an email from the pie / (B)(4) investigation on (B)(6) 2022 indicating that the sales rep was contacted and he/she reported 3 impacted products in this case instead of 2 reported in (B)(4). Only 2 products were returned. Related reports: 2210968-2022-09678, 2210968-2022-09679, & 2210968-2022-10547. Product complaint # (B)(4). Date sent to the FDA: 12/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown procedure on (B)(6) 2022 a vicryl suture was used. It was reported that the packaging was non-sterile and the sterile foil open on one side, the thread was non-sterile. There were no patient consequences reported.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During closure of an incision in an operated patient, the needle tip broke in the patient. The piece of the needle was recovered. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-09678. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/11/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: the sales rep again contacted the or staff for clarification and they had only 2 impacted products. Related reports: 2210968-2022-09678 & 2210968-2022-10547.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/3/2023 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: please provide the date that the sales rep was aware that a 3rd impacted product was involved n/a,, there was never any mention of three products only three pictures were sent. Which does not mean that three devices are affected.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/16/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one sample that pertain to product code vcp1226h was returned for analysis. During visual inspection of the samples, the seal area was observed to be overlapping and the sterile barrier was noted to be compromised. In addition; a functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. Based on the information currently available, the open seal was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photo shows that the seal area overlaps and the sterile barrier was observed to be compromised. Based on the (B)(4) review, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.